Event description:
A patient was given 60 mg of decadron IV instead of 12 mg. It was ordered 12 mg of decadron every 8 hours for asthma exacerbation. The label of the IV decadron bottle (in the highlighted area) read 4 mg/ml, but on the bottom of the label in smaller letters it read "5 ml multiple dose vial. The nurse checked the dose on the bottle 3 times and saw 4 mg. She gave 3 bottles for a total of 60 mg/15mls. The nursing staff as well as the pharmacy feel that the labeling on this bottle is confusing and could lead other health care providers to make the same mistake. The nurse would like to see 20mg/5ml in the highlighted label section instead of 4mg/ml.